Event description:
Boston scientific crm received information that this ventricular lead was explanted and replaced, due to increased pacing threshold measurements. The lead was sent to the hospital pathology department and will not be returned.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the product lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.